Event description:
While the device was at the philips bench for fco implementation, the bench technician noted while the therapy knob was in the off position the device turned on. There was no patient involvement. The issue was noted during servicing at the philips repair bench.